Event description:
It was reported that on (B)(6) 2009, the patient arrived emergently to the cath lab with lm, complete occlusion to right coronary artery ('rca'), almost complete left anterior descending (lad) in cardiogenic shock. First intra-aortic balloon ('iab') zero attempted to the intra-aortic balloon pump (iabp), iap-0500 (B)(4), but zero did not occur; no audible tones, change to light bulb when blue slider and cal key inserted. As a result, the cath lab staff changed iabp console to an iap-0500 (B)(4) and the same result occurred. As a result, another iab was requested.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab and 30cc driveline pump tubing were returned for evaluation. Traces of blood were noted on entire length of the bladder. Iab was bent at the distal tip. One-way valve was attached to the female lock connector. Fiber optix sensor ('fos') slide connector and cal key were attached to the fos (yellow) cable. Fos cable was coiled up and clamped together with a white plastic clamp. Fos cable was examined. There were no kinks noted in the iab. Fos connector was examined. Fos center post was partially recessed in the housing; both tabs were intact. There was a piece of blue flashing on interior surface of lower fos connector. There were two scrape marks on the interior surfaces of the top connector and two scrape marks on the interior surfaces of the lower connector. Fos center post was examined. There were debris and scratches on the exterior surfaces of fos center post. A piece of grey flashing was on the center post housing. The back of fos center post was examined. No anomalies were noted on the back of the sensor. Fos was connected into the foms and fully recessed into the housing. Center post was reseated and light level tested again and passed; connector was still correctly seated. Iab fos connector was progressed up iabp slide connector easily. Center post recessed again. Center post was reseated a second time and connected into iabp. This time iabp recognized the fos connector. Cal key was connected to iabp and pump automatically zeroed. Iab was placed in the t-tube. Fos sensor was pressure level tested and was within specification. The complaint of "the fos reading and calibration could not occur" is confirmed. The fos center post was recessed in the housing, which prevents a connection to the iabp. When the fos is not correctly connected to the iabp, the light path cannot be established and the fos will not be recognized by the iabp. A potential cause of the recessed center post is excessive force used to connect the fos to the iabp.